Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm otw coyote¿ balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The tip, balloon, markerbands, and proximal weld were microscopically inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the tip of the device. Inspection revealed tip damage (abrasion with perforation), about 3mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm otw coyote¿ balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.